Event description:
Facility alleges an adverse reaction occurred 10 minutes into the dialysis treatment. Pt complained of severe chest pain, headache and pain in left shoulder. The pt was given nitroglycerin 1/150 gr. Sl and oxygen at 3 l/min. Blood flow was decreased and dialysis was completed with no further problems reported. No blood loss or serious injury reported as a result of this incident. The event involved one pt.